Event description:
The suction/irrigator was completely set up before knowing that it would not function as it was suppose to. The surgeon could not use it to irrigate the abdominal cavity and could not use it to suction away the fluid in the cavity.